Event description:
In 2002 PICC was placed for home IV antibiotic therapy. Two days later pt returned to hospital as PICC had spontaneously fractured. Fluoroscopic eval confirmed the PICC migrated to the chest and was entirely within the pulmonary artery. Successful retrieval of PICC.